Event description:
It was reported that touchscreen was unresponsive and customer did not want to troubleshoot issues. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting, no follow up was completed, and event date was recorded as date email was received by technical support.